Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device had a speaker malfunction error. At the time of this report, it is not known if there was a loss of audio. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.

Manufacturer narrative:
.

Event description:
The customer reported that the device had a speaker malfunction error. Additional clarification received from philips technical support indicates that the audio was working, however the speaker malfunction error message remained. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.